Event description:
This lead was capped and replaced due to noise, multiple shocks and a small fracture. The physician also replaced the ICD that was mol at the same time to prevent another procedure in the near future. Should additional information be received, this file will be updated.

Manufacturer narrative:
When the associated ICD was returned, it was noted the ventricular pacing impedances were greater than 3000 ohms. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.